Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse found the peek tubing from the injection valve I-6 line to line filter plugged. The fse replaced the peek tubing. Further investigation of the analyzer showed a broken column door strap and a loose dilution well. The door ball chain on the column door and the loose dilution well were replaced by the fse. A calibration and a quality control run was performed and results were within range. Instrument is functioning as intended and was released. The most probable cause of the reported event was due to plugged peek tubing from I-6 to line filter. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 a customer reported errors 102 high pressure and 150 grad with their g8 analyzer. Customer indicated they replaced the pre-filter and the column on the instrument. The technical support group (tsg) had the customer disconnect the prefilter tubing and remove the pre-filter, reboot the analyzer by using the main breaker switch. Customer reported that once the analyzer turned on they are still receiving the 102error. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.